Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Device received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 403 mg/dl, current blood glucose is 334 mg/dl, 186 mg/dl. The customer declined troubleshooting on insulin pump. It was also reported that the this morning at 11:53 blood glucose was came down to 144 mg/dl and at 6:16 it was 417 mg/dl at 11:50am it was 275 mg/dl. The customer bloused for 90 carbs for blood glucose 100 mg/dl. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer allege the insulin pump was under delivering the insulin and drive support cap was normal. The insulin pump will be returned for analysis.